Event description:
It was reported that the programmer took an "extremely" long time to communicate and to respond to pen touches. It was further reported that the printer function also took a very long time to print reports (minutes) and at times did not print at all. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device took a long time to respond to the pen touches and that it was slow to print. The hard drive was reconfigured and the software reloaded to resolve. (B)(4).